Event description:
It was reported that a large volume infusor leaked. This was identified before use. The device was filled with cefazolin (aft) 6000mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from february 13, 2023 to february 15, 2023. H10: the device was received for evaluation. A visual inspection with the naked eye was performed and noted fluid inside the bag that contained the unit which suggested a leak occurred. The reported condition was verified. The cause of the condition was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of the broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.